Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's leads exhibited impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue wherein the leads were explanted and replaced. Therapy was restored post-operatively.